Event description:
It was reported that noise was detected on the lead. It is suspected there maybe a lead fracture. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an outer insulation internal abrasion from the ring cables abrading upward thru the outer insulation from 6. 6cm to 9.3cm from helix end. A ring cables continued to abrade upward against the proximal end of the rv shock coil termination sleeve at 6.6cm from the helix. The ring cable rubbing against the rv shock coil abaded open efte insulation causing the ring g cable filars to short the rv shock coil. Contact between rv shock coil and bare ring cables filars will generate noise. No coil fractures noted.